Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawers 3.1 and 3.2 had hardware issues. A field service engineer identified that drawers 3.1 and 3.2 were off the bus in both the medstation application and the hardware test application. The pyxis bus controller board was replaced, after which the drawers came back online. Hardware testing was performed successfully, and the customer completed medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 3.1 and 3.2 were experiencing hardware issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.